Event description:
It was reported by service report that during annual preventative maintenance a bent release bar, broken IV pole, and bad lift tube assembly was observed. No adverse consequences have been reported.